Manufacturer narrative:
An attempt to reproduce the reported issue using simplera 1.3.1 installed on iphone 12 (os 17.2.1) was conducted and confirmed the issue is reproduced. The software did not successfully adhered to the specified requirements and did not performed in accordance with the expectations specified in the software requirements specification document (B)(4). After conducting a thorough investigation of the provided information and diagnostic logs , we have found that the issue originates from a keychain conflict between the simplera and guardian apps, which are both installed on the device. The fix for the issue will be released in the upcoming release/s. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: resetting the phone and installing only simplera apps to avoid conflicts with the guardian app. This will ensure smooth usage of the simplera app for the customer until the issue is resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported simplera app was unresponsive and not working. Troubleshooting was performed and the issue was not resolved even after force closing the simplera app. No harm requiring medical intervention was reported. The customer will continue using the software and the device will not be returned for analysis.